Event description:
The contact at the hospital reported that during emergency embolization of an abdominal bleed the dcs syringe ii ((B)(4)) did not detach a coil and a deltamaxx ((B)(4)) became unraveled during insertion. The patient¿s vessels were heavily tortuous but the calcification level was unknown. A chikai (asahi intecc), an excelsior sl-10 (stryker), an okay ii (goodman), and an enpower dcb / cable (lots unknown) were used for this procedure. The complaint syringe was used to detach a galaxy (7x21, lot unknown), but the physician was unable to detach the coil despite the fact that the syringe was pressurized to the green zone. The alternative detachment was conducted but to no avail. The syringe was swiftly replaced with a new one, with which the coil was successfully detached. The complaint deltamaxx was used for the other target lesion site, but the microcoil became unraveled during the insertion. The coil was recovered, but it was discovered that the microcoil was knotted and unfit for re-use. A galaxy (6x15, lot unknown) was used instead, and the target site was successfully embolised. The procedure was completed by adding nbca. There were no procedural delay and no patient injury / complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The syringe was filled with saline from a dedicated source of saline. The syringe was not used to deploy any coils prior to this one. The syringe had not previously exceeded the green zone prior to the event. There was no stress against the microcatheter and delivery tube. The coil delivery system was prepped without any difficulty. There was no report of any resistance experienced. No visible damage was noted on the product prior to the events. Because the patient was a hbv carrier, the complained products have already been disposed.

Manufacturer narrative:
A non-sterile unit of EU 4.5x14mm stent 12 mm dw tip was received inside of a plastic bag. Delivery wire, introducer tube and stent were received inside of a pouch labeling with lot # 10320129 catalog # enc451412. Stent was received deployed inside of small bag. Delivery wire was received inside of microcatheter; no damages were observed on delivery wire, introducer tube and stent. Functional analysis cannot be performed because the stent was received deployed, however, a delivery wire was removed from microcatheter and dried blood residuals were observed along delivery wire. Stent and delivery wire were inspected under vision system and no damages were observed. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer that the stent was only partially deployed cannot be evaluated correctly because the stent was received deployed and functional analysis could not be performed. Therefore, the failure reported was not confirmed. The exact cause of reported event as well as the conditions observed by customer could not be conclusive determined; however, per analysis procedural factors might have contributed with the cause of the failures reported by the customer. Neither the analysis or DHR suggest that the failure reported could be related to the manufacturing process; therefore no corrective actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).